Event description:
Pt underwent cataract surgery on 3/19/98, and implantation of a staar model aa-4203vf intraocular lens in the right eye. The surgeon stated that he thought the superior haptic tore the capsule during manipulation. The lens was removed and an anterior vitrectomy was done. The surgeon implanted a lens in the sulcus.